Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose (bg) level ranged from 40 mg/dl to 237 mg/dl. Reportedly, customer delivered too much insulin to treat for an elevated bg which resulted in a low bg. Customer consumed juice, apple sauce, and glucose tablets to address low bg.